Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that pump had performed routine safety reset of a microprocessor and was functioning as intended, and was educated that after any shutoff or reset, insulin on board and maximum hourly bolus were reset to zero, continuous glucose monitoring sessions had to be restarted, and cartridges had to be reloaded, which customer understood and acknowledged.